Event description:
Covidien received information stating that during patient use, the ventilator screen became blank and started smoking. The ventilation was not interrupted however, the patient was placed on another ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the ventilator. The graphical user interface (gui) unit was replaced and the software was upgraded to the current revision. The ventilator passed extended self-test, short self-test and electrical safety test.